Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's implantable pulse generator (ipg) malfunctioned and the patient's mother wondered if the malfunction was related to an automobile accident they were involved in near that same time. Additional information was requested but not received. The ipg remains in use. No patient complications have been reported as a result of this event.